Event description:
It was reported that the patient had a decrease in therapeutic effect and a catheter revision was. The patient had complained of lack of pain control, and on (B)(6) 2012 the healthcare provider did a pump myelogram. During the testing, the healthcare provider was not able to aspirate through the catheter access port (cap), and was unable to visualize a contrast spread into the intrathecal space upon flushing. A catheter revision was then subsequently performed. There were no complaints against the pump and volumes had been correct, however the pocket was opened to aid in problem investigation during the revision. When the pump was withdrawn from the pocket, provider was able to aspirate cerebral spinal fluid (csf) easily. The healthcare provider then flushed contrast, and attained good spread into the intrathecal space. When the pump was placed back in the, the provider was again unable to aspirate or flush. The pump was pulled back out, dissected from the fascia to the suture-less connector site that joined the catheter. Reporter stated that the catheter appeared strangulated in the scar tissue. The catheter was freed from scar tissue; however the provider was suspect of a hole in the catheter at this site. At that point, the suture-less connector was cut and replaced with a new suture-less catheter. After connecting the new catheter and placing the pump back into pocket, the catheter access port was accessed and the healthcare provider was able to aspirate and flush freely. As of (B)(6) 2012 the patient was "doing well in recovery after procedure". It was unclear what the exact date of the catheter revision was, and the patient's outcome was not provided. Additional information has been requested, but was not available as of the date of this report. The medications in the pump were dilaudid and bupivicaine.

Manufacturer narrative:
Final analysis of the catheter testing acceptable. The catheter was returned incomplete, in segments. Of the portion of catheter that was returned, no leaks were found and no occlusions. No unusual damage to the catheter tubing portions were noticed during the visual inspection. There appears to be slight damage to each retaining ring finger but it is unknown if this occurred while implanted or during explant. The sc connector was attached to 2 separate pumps and each time a robust connection to the pump occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, lot# n302487014, implanted: (B)(6) 2012, partial segment explanted: unknown. Product type: catheter. (B)(4). Catheter analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.